Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device. Proper device operation was confirmed through functional and performance testing. The reported issue was not duplicated during testing. The device was subsequently returned to the customer for use. Physio-control downloaded the electronic records from the device which indicated that an ac power adapter (acpa) connected to it was not communicating with the device. The data also indicated that there were no 3:00 am self-tests performed by the device between 06/22/2018 and 06/29/2018 (the date that the customer reported the issue). The customer's acpa was later returned physio-control and was used with a test device for additional evaluation. The reported issue was duplicated when the acpa was powered by a modified sine wave inverter. Physio-control observed that after leaving the device overnight, the device would not power on until the acpa was disconnected from the device, and its batteries were removed and reinstalled. Physio-control determined that the cause of the reported issue was that the acpa failed to communicate with the customer's device. The customer was provided with a replacement acpa.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.